Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd received samples and photos from the customer for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated "one tube in the box has a blue closure."